Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the insulin pump and transmitter. It was also reported that the customer received multiple insulin flow block alerts. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 4.10d, retainer ring = black, pump case = ngp. Customer returned pump for alleged insulin blocked alarm during unknown timing and no communication between the pump and transmitter found on (B)(6) 2023. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Pump failed screen test portion of the self test due to pump error 63. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Transmitter was able to connect and calibrate with the pump successfully. Pump successfully downloaded to thus. No insulin flow blocked alarms were found in the history files or traces on or near the event date. Pump error 63 variable 3 was confirmed during testing due to poor solder joints on the u1 chip from the keypad assembly. Pump was cut open and found poor solder joints on the u1 chip and moisture damage on the force sensor. The following were noted during visual inspection: broken belt clip rails, label damage (stained), retainer knit line damage, cracked retainer, missing display window cover, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, pillowing keypad overlay, scratched case. In summary, insulin flow blocked alarm during unknown timing was not confirmed during testing. Pump passed full drive test. No unexpected insulin flow blocked alarms noted in pump history download. No communication between pump and transmitter was not confirmed during analysis. Transmitter connected and calibrated to the pump successfully. Exposed to moisture confirmed on the force sensor. Pump error 63 variable 3 was confirmed due to poor solder joints on the u1 chip. Pump failed the self test due to poor solder joints on the u1 chip from the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.